Event description:
On (B)(6) 2013, patient reported the menu button on the infusion device does not function. He noticed this when he was unable to start the infusion device after troubleshooting an occlusion error. He used the blood glucose meter/remote to start the infusion device, and the occlusion error was resolved. All other buttons continue to function correctly. The menu button does not appear to be damaged. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.